Event description:
Pump declared an altitude alarm, which was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to resume insulin using the original cartridge without needing replacement, and cts provided tips to prevent altitude alarms.